Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the occlude feet were observed broken. Functional testing including leak, clear passage, and clamp function testing were performed and there was a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the leak was due to the broken/cracked main body. The cause of the damage could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked even after the clamp was closed. This issue occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.